Manufacturer narrative:
Date of event: (B)(6) 2017.

Event description:
A report was received that the patient bent over and experienced a lot of pain. The patient went to the emergency room and a lot of pain medications were prescribed.

Manufacturer narrative:
Additional information was received that the physician believed that it was a new disc rupture and not stimulation related. There will be no further course of action at this time.

Event description:
A report was received that the patient bent over and experienced a lot of pain. The patient went to the emergency room and a lot of pain medications were prescribed.

Manufacturer narrative:
Additional information was received that the patient did not went to emergency room. The patient was able to manage the pain with tylenol and scs.

Event description:
A report was received that the patient bent over and experienced a lot of pain. The patient went to the emergency room and a lot of pain medications were prescribed.